Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. A conclusive determination of the root cause of the event could not be made. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2002, and total right hip arthroplasty on (B)(6) 2005. Legal counsel for patient reports patient allegations of pain and personal injury. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicates right hip first stage revision was performed on (B)(6) 2014 due to infection. The patient¿s operative report noted the first stage revision with removal of components and placement of antibiotic impregnated temporary hemiarthroplasty. The patient¿s operative report additionally noted dark yellow fluid, necrotic tissue, scar tissue, and corrosion on taper portion of the femoral component. Additional information received noted that on (B)(6) 2013 patient¿s blood was tested. Product identification was provided for the right hip.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-03080 / 03081 and 07536 / 07537).